Manufacturer narrative:
H3, h6: the polarstem modular head ((B)(6)), used in treatment, was received for investigation. It was reported that the impactor broke upon impaction. The device used in treatment shows significant signs of use. The distal rim is slightly deformed, on one side the rim is chipped. The part chipped off was not received. The production documents were reviewed, there were no indications found that the device failed to match specifications at the time of manufacturing. There were further complaints found for the batch in scope which are reporting the same failure mode. The polarstem modular head ((B)(6)) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed, however the reported failure mode could not be reproduced. The reported severity and the failure mode are covered through the corresponding risk management files. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Based on the limited information, a thorough medical assessment could not be performed. The reported failure mode can be confirmed, however the root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations were started to determine the root cause of this failure. Smith + nephew is monitoring the device for further similar issues. The device will be discarded.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that the head impactor broke upon impact. All pieces were recovered and the patient was not injured. The procedure was completed using a sn backup device. No surgical delay was reported.